Event description:
A malfunction alarm occurred, identified as malfunction code 9, but no notable events preceded the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided guidance on resetting the pump, which the customer successfully completed, and the malfunction did not recur. The customer continued using the pump for insulin therapy.